Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Multiple supply changes were performed to resolve the issue. Customer's blood glucose ranged from 200 to 250 mg/dl.